Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump showed it was infusing when it was not infusing during therapy (medication, programmed amount and delivery rate unknown) in the intensive care unit. Any injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported symptom "showed it was infusing when it was not infusing". Evaluation was unable to confirm or reproduce the symptom. No component could be identified for causality, and the pump functioned as designed. This MDR was initially reported due to the absence of information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01992 can be removed from the FDA database.